Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a no disposable alarm is the dso sensor. The most probable cause for visible air in bag is user error, most probably caused by medication being inserted into the bag too quickly; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a "no disposable air in line" alarm. Patient removed disposable, massaged line, reattached disposable, then powered back on, but alarm persisted. Patient attempted two more times and tapped disposable on a hard surface before reattaching, but unable to clear the alarm. No adverse patient effects were reported by the customer. The device settings read: res vol 42.7ml, 0.6ml/hour given 58.30ml.